Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -16.0/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but the repositioning did not resolve the problem. On (B)(6) 2020 the lens was exchanged for a non toric lens. This exchange resolved the problem.